Event description:
It was reported that this right atrial (ra) lead was exhibiting high out of range pacing impedances. The sensitivity was adjusted for the lead and the rep decided to continue to monitor the patient. This ra lead remains in service. No adverse patient effects were reported.